Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (won't charge battery) was confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was isolated to a contaminated battery board and a shorted q1 current-controlling transistor on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned a battery charger/modem, reporting that it was unable to charge a battery.